Event description:
Pt reported the menu and check buttons work intermittently. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The menu and check button do not respond. There are particles inside the housing of the menu and check button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu and check button do not respond.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.